Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2017 that they were getting no delivery alarms on the insulin pump. Customer had a high blood glucose level of 469 mg/dl and treated with syringe. Troubleshooting occurred and resolved by changing out infusion set. Insulin pump will not return for analysis.